Event description:
The customer called and reported his blood glucose went down to 30 mg/dl. Customer treated with glucose tablets. Customer also stated that his blood glucose was 300 mg/dl, he took a shot to bring this down. The customer also stated the time on the insulin pump was incorrect and assistance was provided in changing the time. Caller stated he would change out the line for high blood glucose and would call back to troubleshoot if it were to remain high. Customer stated there had not been any alarms on the insulin pump. The device will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.